Event description:
During the saphenous vein harvesting procedure, the image was blurry on the endoscope. No further information was provided by the hospital. The hospital did not report any patient complications.